Event description:
It was reported that during an implant procedure when inserting the superion indirect decompression spacer, the spindle cap weld popped when applying the sagittal wiggle. The physician noted there was thick bone, therefore, the spacer was replaced with a smaller device and successfully implanted. The spacer will not be returned as it was disposed of by the medical facility.